Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated he has been having some leakage with his foley catheter due to the eyelets that were straight across from each other.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿over sized eye opening resulting in a weak tip or collapse of the tip¿ with a potential root cause of ¿incorrect eye burn technique and poor punch maintenance¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated he has been having some leakage with his foley catheter due to the eyelets that were straight across from each other.